Event description:
It was reported that customer received a motor error alarm. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Insulin pump will be replaced. No further information provided.